Manufacturer narrative:
Updated fields: d9, g3, g4 (PMA/510(k) #), g6, h2, h3, h6, h11. A replacement monitor was shipped to the customer to address the reported issue with the demo trudi navigation system (fg-2000-00). It was reported that the defective monitor will be disposed of and will not be returned for evaluation. No additional service is required. The complaint history of the system was reviewed, and no trends of this product issue were found. The root cause remains unknown.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the right corner of the trudi navigation system demonstration unit (fg-2000-00) monitor "started smoking near power button". Additionally, there was "a black circle in bottom right corner of screen". There was no patient injury, death or surgical delay.